Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out of range pace lead impedance measurements which was detected via the patient's remote monitoring system. Boston scientific technical services (ts) reviewed the data and noted a gradual increase in the rv impedance measurements and high rv pacing threshold measurements. Furthermore, the presenting electrogram (egm) showed some atrial undersensing and some noise on the shock channel. Additional information indicated that the patient has been scheduled for a device check and no further information was available at this time. The system remains in service. No adverse patient effects were reported.